Event description:
It was reported that patient enrolled in a clinical study underwent right total hip arthroplasty on (B)(6) 2006. During post-operative monitoring and testing, weakness, elevated metal ion levels, joint effusion, and abnormal and simple fluid collection located in the anterior medial and anterior lateral sectors were noted. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-01380 & 01381).